Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, when firing the reload, no staples were deployed while being used in transaction of colon. There was a poor staple formation and the staple line was incomplete on proximal end. The tissue loss was the small amount then further restapled and removed on the subsequent firing. There was a five minute extension to the procedure. Two further reloads were used and fired to restore hemostasis.

Manufacturer narrative:
Based on additional review of the file, this report was updated from a malfunction to a serious injury. Evaluation summary: post market vigilance (pmv) led an evaluation of one devices. The staples did not deploy. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Replication of the reported condition may occur due to human error during the assembly of the sled. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.